Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2016 at 12:47. The pump was turned off from (B)(6) 2014 at 07:54 until (B)(6) 2016 at 21:04. The total daily dose added up to correctly reflect the programmed basal rate target. The black box and alarm history revealed call service alarm 208/213, ¿low/high user blood glucose (bg)¿ warnings. On investigation, ez-prime steps were performed by the pump correctly. The pump was exercised for 24 hours on a 1 unit per hour duration test and correctly reflected 24 units delivered during that time. A test transmitter was successfully paired with the insulin pump and the system ran overnight with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred during the investigation. Call service alarm 208 for user low bg warning, call service alarm 213 for user high bg warning, and call service alarm 214 for bg below 55mg/dl warning were simulated. The pump gave the appropriate audible and visible bg warnings. All bg warnings were recorded at the correct time and order. The pump gave the appropriate audible and visible bg warnings. All bg warnings were recorded at the correct time and order. The pump was determined to be performing within the required specifications. Investigation did not duplicate the ¿alarm isn't going off as set¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 2.2 mmol/l (39.6 mg/dl) without symptoms due to the "alarm isn't going off as set." The reporter stated the patient did not require assistance from a 3rd party and did not receive any treatment above or beyond the usual routine of diabetes management. Troubleshooting by animas customer technical support did not reveal any pump issue; the pump is being replaced to the patient at patient insistence; lost confidence in the pump. This complaint is being reported because the patient allegedly experienced a serious adverse event as a result of the alarm not going off as set and this issue was not resolved with troubleshooting.